Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2002 the patient presented with preoperative diagnosis of lumbar degenerative disk disease. The patient underwent provocative diskography at l3-l4, l4-l5, l5-s1. (B)(6) 2003 the patient admitted to hospital for surgery. The patient presented with preoperative diagnosis of 1. L5-s1 disk herniation. 2. L5-s1 degenerative disk. 3. L4-l5 lateral recess stenosis. The patient underwent following operations: 1. L5 bilateral facetectomy for decompressive purpose, bilateral discectomy, l5-s1, for decompressive purpose, and l5 laminotomies for decompressive purpose. 2. L4-l5 bilateral hemilaminotomies with removal of ligamentum flavum for decompressive purposes. 3. Interbody fusion l5-s1 using tangent wedge system, transverse process fusion using cancellous banked bone with bone marrow aspirate in it, and bmp bone marrow aspirate from iliac crest. 4). Pedicle screw fixation, l5-s1, using a rod system, fluronav for screw placement. 5). L5-s1 transverse process fusion. Per-op notes: bmp was wrapped around cancellous banked bone with bone marrow aspirate in it between wedges. Surgeon placed bmp sponges around cancellous banked bone along these areas to perform bilateral transverse processes fusion at l5-s1. (B)(6) 2004 the patient presented for an office visit due to dyspnea.